Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the device had been used without problems until the third firing but when the cartridge for the fourth firing was connected, blackout occurred on the lcd of the handle. And it became unusable and a competitor¿s product was used. After the operation, the products were checked. The handle was found to be hotter than usual. Even though the handle was returned to the battery charger, it could not be started up, and it was also tried to be charged with another charger but the event was not improved. There was no patient injury.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the device had been used without problems until the third firing but when the cartridge for the fourth firing was connected, blackout occurred on the liquid crystal display (lcd) of the handle. It became unusable and a competitor¿s product was used. After the operation, the products were checked. The handle was found to be hotter than usual. Even though the handle was returned to the battery charger, it could not be started up, and it was also tried to be charged with another charger but the event was not improved. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the device had been used without problems until the third firing but when the cartridge for the fourth firing was connected, blackout occurred on the lcd of the handle. And it became unusable and a competitor¿s product was used. After the operation, the products were checked. The handle was found to be hotter than usual. Even though the handle was returned to the battery charger, it could not be started up, and it was also tried to be charged with another charger but the event was not improved. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Correction: h6, h10 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also available. A review of the system logs showed an entry that ended abruptly with no re-start command of any kind. At the next initialization, the system clock was reset and the battery charge level was reduced. It indicated the power had been interrupted. It was reported that the power pack shut off, was not adequately charged/could not hold a charge, the device lost its functionality and produced an abnormal amount of heat. The reported issue was confirmed. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also available. A review of the system logs showed an entry that ended abruptly with no re-start command of any kind. At the next initialization, the system clock was reset and the battery charge level was reduced. It indicated the power had been interrupted. It was reported that the power pack shut off, was not adequately charged/could not hold a charge, the device lost its functionality and produced an abnormal amount of heat. The reported issue was confirmed. The most likely root cause was traced to device design. The power interruption "lock-up" state occurs immediately following the attachment of a new cartridge prior to use on a patient. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.